Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During prophylactic removal of the ICD (see emdr (B)(4)), a fracture in the proximal portion of the lead was noted. The lead was capped and left in situ. The patient was stable.